Manufacturer narrative:
On 22-nov-2016, an fse conducted on-site follow-up with the customer. The fse checked the substrate and tubing connections, checked and cleaned the detector lens, removed and reseated both detector cables and replaced the substrate syringe. This returned the instrument to normal operation. The most probable cause of the reported event was due to a defective substrate syringe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported a dl flag on their aia-900 analyzer during calibration.. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.